Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint involves two cases. A separate 3500a form has been completed to for the other case. Reported to the FDA on october 28, 2015. (B)(4).

Event description:
A dermatologist reports erythema and irritation under duoderm portion of aquacel surgical cover dressing which was placed on the patient's right knee after surgery. The dressing was worn for 7 days. Upon removal of the dressing on the seventh postoperative day the dermatologist noted erythema and irritation under the duoderm portion of dressing on both knees. It is unclear if dressings were removed with adhesive remover or if a prep was applied prior to dressing placement. It was further reported irritation is an alleged allergic reaction and advised the dermatologist discontinued use of the dressing; he also prescribed a topical steroid (unknown name) to treat the affected area.

Manufacturer narrative:
Additional information received november 03, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).